Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose unknown. The customer experienced symptoms such as heart attack and vomiting. The customer was treated with intravenous drip. The customer was not wearing the insulin pump during the hospitalization and was off the insulin pump from less than 48 hours. The customer¿s blood glucose level was 364 mg/dl. The insulin pump will not be returned for analysis.